Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensed noise. Technical services (ts) was consulted and indicated this could be related to an insulation anomaly of the leads; however, this was not confirmed. Ts also noted that sensitivity settings had been adjusted per device parameters. Further in clinic evaluation was recommended. The rv lead remains in service. No adverse patient effects were reported. A request was made to obtain the model and serial number of this rv lead; however, no response was received at time of submission of this report.